Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4) . Product eval pending. Issue is being reported as alert could not be cleared by operator.